Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the occlusion error message was unable to be duplicated. The occlusion sensors were found to be within specification and the downstream seal was replaced for preventative maintenance. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an occlusion alarm during the administration of the bolus, but the administration was carried out. The reporter also indicated that per customer, the protective shell of the pump was broken. No adverse effects were reported.